Manufacturer narrative:
(B)(4). Batch # t95848. Investigation summary: the analysis results found that the device was received with the tissue pad detached and not returned, and with evidence of body fluids and tissue pad material in the groove section of the clamp arm. Upon visual inspection, it was noticed that the blade had horizontal scratches as if it had been scrubbed with a metal pad, which is evidence of possible reuse. The device was connected to a test handpiece and tested on a gen11. The device did activate during functional testing. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active, without tissue between the blade and tissue pad, to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. Due to evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and, therefore, cannot conclude root cause. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was received: surgeon report : " it should be noted the intraoperative deterioration of the disposable instrument, presented as the assurance of operational safety. I extracted two elements after breaking, it seems to me that these two elements represent the main part of the heat shield, but I cannot exclude that millimeter particles remained in contact with tissues, and that particles degraded by fusion were able to infiltrate the living tissue. A serious consequence would be a burn, of a hollow organ by thermal diffusion, we looked for an immediate ureteral lesion, the search remained negative, but can appear secondarily. The postoperative operations are currently simple without any apparent complications. Without possible clarification, the procedure was extended by approximately ½ hour, extraction time of the broken elements detached from the clamp, to put a new harmonic clamp, and urine test with methylene blue".

Event description:
It was reported that during a laparoscopy, the white pad detached from the device and fell inside the patient's stomach. The surgeon retrieved it immediately and looked for an immediate ureteral lesion, but the search remained negative. A new device was used to complete the procedure. Surgery was delayed by 30 minutes, but was successfully completed. There were no patient consequences reported.